Manufacturer narrative:
This report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the osteosynthesis surgery for proximal humeral shaft fracture with the with multiloc humeral nail (mhn) system. During drilling of the distal hole, two (2) of the multiloc humeral nail interfered with im nails. The surgeon continued drilling with fine adjustments, and felt a little uncomfortable with the drill sleeve in question. The surgeon used another drill sleeve instead, and succeeded in drilling without any problem. The surgery was completed successfully within 30 minutes delay. This report involves one (1) unknown drill bit. This is report 4 of 5 for (B)(4).